Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "right side ¿breast firmness like a ball, capsular contracture grade 3¿ the device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:capsular contracture: unable to observe since it is a medical event and is not related to the device.additional observations: creases are observed.red particles were observed on the shell.no further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right side ¿breast firmness like a ball, capsular contracture grade 3¿ the device has been explanted.